Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-05242011-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has three implanted systems; this issue concerns the cervical ipg. It was reported the patient's ipg was inoperable due to not charging for a long period of time. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored post-operatively.